Event description:
The customer reported obtaining false high k (potassium) results for six (6) patients, involving the unicel dxc 600 pro synchron system. The customer became aware of an issue when the instrument had generated implausible potassium results. No repeat results were provided. The false high potassium results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.

Manufacturer narrative:
Through phone support with a field service engineer, the customer was instructed to replace the potassium electrode tip. Upon replacement of the potassium electrode tip, issue was resolved.